Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 at 23:49:51. During night drain cycle six, the patient's ultrafiltration reading was 1700ml, indicating the home patient (hp) drained 1570ml more than their maximum programmed fill volume of 2600ml. No additional information is available.

Manufacturer narrative:
(B)(4). The device was evaluated and the reported event was confirmed through the review of the event history logs. It was determined that the cause of the iipv event was due to a use error, further specified as the tidal total ultrafiltration volume removal was set too low. Homechoice apd systems trainer?s guide gives instructions on how to set the tidal therapy settings. The guide warns that "a total uf volume set too low can result in a gradual buildup of uf volume during the therapy." This can result in an increased intraperitoneal volume (iipv) situation. A formal review of the labeling for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.